Manufacturer narrative:
The cause for the falsely elevated advia centaur xp folate (fol) result is being investigated by siemens. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A falsely elevated advia centaur xp folate (fol) result was obtained on a patient sample and considered discordant when compared to lower dilution results, and a normal vitamin b12. The falsely elevated folate result was not reported to the provider. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated centaur xp folate result.

Manufacturer narrative:
Siemens filed MDR 1219913-2018-00109 on 03/06/2018 for a falsely elevated advia centaur xp folate (fol) result. 04/23/2018 - additional information: the patient sample was tested by siemens for biotin interference. The biotin level in the serum sample was negligible, indicating no evidence of biotin interference. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the elevated neat value, pre-analytical factors or sample issue cannot be ruled out. Sid biotin level (B)(6). 1.33 ng/ml. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specifications. No further evaluation of the device is required.